Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius, red particles in the gel and underweight. A visual and microscopic analysis was performed which identified: striated opening on radius. Base on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture and "grade 4 capsule". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown. Device remains implanted.